Event description:
The customer alleged that she performed a control test using her contour system and received a result of "lo". The normal control range for the test strips was 107-147mg/dl. No adverse events were alleged. Customer service was attempting to gather product info and troubleshoot when the customer ended the call. No product will be returned.